Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated that when they put the recharger in the belt to recharge the implant, it only lasts about 10 seconds and then it tells them that the implant has already been charged. Patient stated that this has been going on for like 4 days. Agent asked the patient if there was a specific message on the controller or on the hand held device that they see, and patient stated they don't know. Patient then stated that within 10 seconds, the wireless recharger is beeping and that charging's done, but it doesn't say anything, recharger just shuts off. Agent had the patient check the mystim app and patient confirmed that the therapy was on. However, patient said therapy was off a couple of days ago and they turned therapy on this morning. Patient also mentioned that they turned the stimulation on a couple days ago and when they looked again, the stimulation was off. Patient then started a charging session and confirmed that they were able to charge the implant on excellent and implant was at 100%. However, they were able to continue charging during the duration of the call. The troubleshooting steps that were taken on the call resolved the issue. Agent reviewed possibility of implant getting too low, therapy would turn off and patient had to manually turn it back on.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient via patient letter. Pt was asked to clarify if stimulation turned itself off more than once. Patient responded malfunction of device, quickly fixed. Pt was asked what led to stimulation turning off unexpectedly and they responded entering to fix their pain. Patient stated the issue was quickly resolved with understandable instructions. Issue was taken care of.